Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient met with their manufacturer representative (rep) at their healthcare provider (hcp) office and rep adjusted stim settings.  Since that adjustment, patient has noticed the ins charge is depleting faster and they have to recharge the ins every 12 hours. Patient stated the rep told pt that 3 of their leads are "dead" so he had to program around that. Patient mentioned that they used to charge his ins every couple of days, but now has to charge more often. Patient services suggested that patient consult with the hcp/ rep about the ins charge frequency. Additional information was received from the manufacturer representative (rep). Rep clarified the dead leads issue was high impedance in two electrodes. Rep reported the cause of the ins depleting/charging more issues was patient uses a lot of energy on their current settings, and they would guess these issues were related to the recent change to their settings. Rep reported they programmed around the impedance issues and are hoping this will level out the patient's charging needs. Rep reported the patient will call if they are still having any issues, and no further plans have been identified at this time.